Event description:
It was reported by the rep that the device was used during a laparoscopic hiatal hernia repair. It was reported the surgeon used eleven 35ol to complete the laparscopic hiatal hernia repair due to leaking gasket. All were replaced to complete the procedure. There was no consequence to the pt.